Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("removed broken fragments of essure coils/malposition of essure device location of device: broken into 3"), device dislocation ("migration of essure device location of device: behind bowel"), pregnancy with contraceptive device ("she became pregnant") and stillbirth ("still birth - baby died in utero") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 6 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain / middle abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and abdominal pain upper ("abdominal pain / middle abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic vaginal hysterectomy removed broken fragments of essure coils) and surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, stillbirth, weight increased, dyspareunia and abdominal pain upper outcome was unknown, the pelvic pain, female sexual dysfunction, dysmenorrhoea and fatigue had not resolved and the abdominal pain was resolving. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain upper, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, pelvic pain, pregnancy with contraceptive device, stillbirth and weight increased to be related to essure. The reporter commented: the essure was deployed and 2 coils remained inside the endometrial cavity. The left tubal ostium was then identified and cannulated with the essure device with 2 coils remaining other deployment. Diagnostic results: on an unspecified date, CT scan which noted a foreign body in the right groin area with a trace amount of free fluid noted. (B)(6) 2011 - cat scan, which was read as normal, except for some foreign body in the right groin area, whether that is this implant or not that doctor put in fallopian tube. CT abdomen and pelvis without contrast: impression: moderate colonic stool trace amount of free pelvic fluid which is a nonspecific finding in a patient of childbearing age. Indeterminate curvilinear radiopaque density with the mesentery of the right upper pelvis adjacent to small bowel and cecum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet- patient was not recovered from the events. Event she had complications from your essure removal procedure added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("removed broken fragments of essure coils/malposition of essure device location of device: broken into 3"), device dislocation ("migration of essure device location of device: behind bowel"), pregnancy with contraceptive device ("she became pregnant") and stillbirth ("still birth - baby died in utero") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain / middle abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and abdominal pain upper ("abdominal pain / middle abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic vaginal hysterectomy removed broken fragments of essure coils and salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, stillbirth, female sexual dysfunction, dysmenorrhoea, weight increased, fatigue, dyspareunia and abdominal pain upper outcome was unknown and the pelvic pain and abdominal pain was resolving. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain upper, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, pelvic pain, pregnancy with contraceptive device, stillbirth and weight increased to be related to essure. The reporter commented: the essure was deployed and 2 coils remained inside the endometrial cavity. The left tubal ostium was then identified and cannulated with the essure device with 2 coils remaining other deployment . Diagnostic results: on an unspecified date, CT scan which noted a foreign body in the right groin area with a trace amount of free fluid noted. (B)(6) 2011 - cat scan, which was read as normal, except for some foreign body in the right groin area, whether that is this implant or not that doctor put in fallopian tube. CT abdomen and pelvis without contrast: impression: moderate colonic stool trace amount of free pelvic fluid which is a nonspecific finding in a patient of childbearing age. Indeterminate curvilinear radiopaque density with the mesentery of the right upper pelvis adjacent to small bowel and cecum. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet and medical record received: reporters, patient date of birth and events (apareunia (inability to have sexual intercourse), migration of essure device location of device: behind bowel,salpingectomy (one side removal of fallopian tube), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, still birth - baby died in utero, middle abdominal pain were added. Pregnancy outcome was updated. Lab tests added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("removed broken fragments of essure coils") and pregnancy with contraceptive device ("she became pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic vaginal hysterectomy removed broken fragments of essure coils). Essure was removed. At the time of the report, the device breakage and pregnancy with contraceptive device outcome was unknown and the pelvic pain and abdominal pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results: on an unspecified date, CT scan which noted a foreign body in the right groin area with a trace amount of free fluid noted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.